Manufacturer narrative:
Product analysis: the suspect device remains implanted in the patient; therefore, analysis of the device was not performed. However, procedural images were submitted to medtronic for review. Intra-operative fluoroscopic images were provided. The final angiogram revealed an expanded valve without signs of fracture. The echocardiogram performed at discharge following the valve implant procedure showed normal size and function of the left and right ventricles. There was mild tricuspid regurgitation, and an estimated right ventricular systolic pressure (rvsp) of 13 mm hg + central venous pressure (cvp); it was noted there was poor doppler jet imaging. The transcatheter pulmonary valve (tpv) appeared well seated with no central regurgitation or paravalvular leak. The peak velocity across the tpv was 1.7 m/s, a peak gradient of 11 mm hg, and a mean gradient of 5 mm hg. At the six-month post-operative follow-up appointment, an echocardiogram showed no change to the size and function of the left and right ventricles, the tricuspid regurgitation, or the pulmonary regurgitation. The rvsp was 28 mm hg + cvp. The tpv remained well seated. The peak velocity across the tpv was 2.07 m/s, a peak gradient of 17 mm hg, and a mean gradient of 10 mm hg. At the one-year post-operative follow-up appointment, an echocardiogram showed no change to the size and function of the left and right ventricles, the tricuspid regurgitation, or the pulmonary regurgitation. The tpv remained well seated. The peak velocity across the tpv was 2.2 m/s, a peak gradient of 20 mm hg, and a mean gradient of 11 mm hg. Conclusion: the discharge, six-month, and one-year post-operative echocardiograms did not show significant findings. There was a mild increase in gradient across the tpv when comparing the discharge echocardiogram to both the six-month and one-year echocardiograms. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stent fracture is a known potential adverse event per the device instructions for use. Stent fractures can occur due to improper fatigue/performance characteristics, damage during loading into delivery catheter system or during deployment, high radial force (in-vivo loading/patient anatomy), improper deployment placement, and other potential factors. A conclusive root cause of the reported stent fracture cannot be determined with the limited information available. The fracture was reported approximately seven months post-tpv implant and the valve was reported to be without loss of stent integ rity. However, no imaging was provided showing the reported stent fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven months following the implant of this transcatheter pulmonary bioprosthetic valve, a grade one minor stent fracture was observed. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported that the stent fracture was without loss of stent integrity. No intervention was r eported.